Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they were testing this device and it delivered around 300 joules at a selected energy level of 360 joules. As a result, the wrong defibrillation therapy may be delivered to a patient, if it was needed. There was no patient use associated with the reported event.